Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-1588rt, batch 15238318, was received for investigation. Visual evaluation noted that the white sutures were torn/frayed. Functional testing was not performed due to damage to the device. The most likely cause is misuse, which involves prying or leveraging the device during the tightening or tensioning of the sutures. Per dfu-0147. Precautions. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair the ability to fully seat the implant. Refer to investigation photos. Complaint allegation is confirmed

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-1588rt, acl tightrope rt, the white suture broke during tightening. This was detected during an anterior cruciate ligament surgery on (B)(6) 2025. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-1588rt.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.